Event description:
It was reported that the pt experienced telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. It was noted that the pt had not used the device for over two years. Fifteen physician mode recharges (pmr) were tried without success. It was noted that the recharger would only show por (power-on-reset). The recharger was replaced. The pt still did not get any coupling bars, and it was later unclear what message the pt saw on the recharger. The pt later underwent a revision, and everything went fine. No pt outcome was reported.

Manufacturer narrative:
(B) (4).